Event description:
The hospital returned one heartstring seal where the tension spring were still inside deployment tube indicating a deployment failure. During follow-up, the hospital stated that there were not patient complications associated with the failure of the device.